Event description:
This consumer report was received from a us consumer and concerns a 58-year-old female patient (weight: 54 kg). The patient was injected with radiesse, into the cheek (off label use of device). On (B)(6) 2022, after the radiesse injection, the patient experienced a vascular occlusion. As reported, radiesse was injected into a blood vessel. It permanently damaged patients area behind her cheek, blocked blood flow to her mouth and jaw and caused a vascular occlusion. She was still unable to eat on that side of the mouth and it was possible she will lose molars. Her face was damaged and it did not move the same as other side anymore. She was not able to smile on that side. The patient talked to a plastic surgeon and was informed he was not able to help much, because of the tissue damage. The injector did not believe the patient had vascular occlusion but let her come in and decided she nicked a nerve (as reported). The injector injected the patient several times in a nerve on her cheek with viatrace (as reported). The patient thought her face had long term damage due to radiesse and viatrace. She was in hyperbaric's for a month and also visited the hospital twice. Computed tomography (reported as CT) scan was performed and it showed blockage but there was nothing to be done. Due to the provided information, the outcome of the event was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.